Manufacturer narrative:
Complaint conclusion: as reported, a 5f mynx grip vascular closure device (vcd) failed. There were no reports of patient injury. Additional information was requested but was not provided. One non-sterile mynxgrip vascular closure devices (5f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle cartridge was engaged to the black handle, the syringe was connected to the device with the stopcock in the open position, and the procedural sheath was not returned with the device. The sealant and advancer tube were returned in their manufactured positions. The returned device was inspected for damages or anomalies that may have contributed to the reported failure. During this analysis, it was observed that there were cuts present near the proximal end of the sealant sleeve. The appearance of these cuts led the investigation to believe that interaction with sharp-edged material occurred at some point during the handling of the unit before its arrival to the cordis facilities. A dimensional analysis was conducted to check the presence and distance between the tamp locks. It was confirmed that they were present in the device as received, with an acceptable distance between them. A complete functional evaluation was attempted, where the balloon was inflated and deflated, showing no issues related to the inflation/deflation mechanism. Additionally, an insertion/withdrawal functional analysis using a cordis lab corresponding catheter sheath introducer (csi) was executed. However, resistance was felt during the insertion of the csi in the sections where the cut marks were located on the shuttle, resulting in an accordioned deformation. Finally, the deployment mechanism was tested by pulling the black handle in a proximal direction per the instructions for use (IFU) and pushing it back in a distal direction, resulting in the deployment of the advancer tube and sealant as expected, concluding with the complete removal of the sealant and advancer tube. The reported event of ¿mynxgrip system-unknown device incident¿ was confirmed as a ¿shuttle-shuttle advancement issue¿ was present with the returned device due to the resistance felt at the cut areas of the shuttle. The exact cause of the issue experienced by the customer could not be determined during analysis. Based on the limited information available for review and the product analysis, it is difficult to determine what factors may have contributed to the cuts on the shuttle and the subsequent shuttle advancement issue noted. However, these cuts on the device were likely due to an interaction with a sharp-edged material, which may have resulted in the unknown issue experienced by the customer. According to the instructions for use (IFU), which is not intended as a mitigation, it warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ also, the IFU states, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 5f mynx grip vascular closure device (vcd) failed. There were no reports of patient injury. Additional information was requested but was not provided. The device will be returned for evaluation. Addendum: per pe findings, it was observed that an advancement issue was present which it appears to be the result of the cut conditions observed on the shuttle surface.